Event description:
The patient reported irritation (captured as itching) associated with the sutures placed at the generator site during the initial procedure. As a result, the patient underwent a subsequent surgery in which the original sutures were removed and replaced with an alternative suture material to alleviate the irritation. No other relevant information has been received to date.